Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ntrb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient states system never really worked as well as it did during testing. It was reported the patient bent over a few days after surgery and felt something pull and it never worked after that; patient felt a painful pull and wasn't sure if it was battery or lead. Patient tried multiple programs and stated none worked. Considered removal of system, but the patient decided to have everything replaced and was hopeful that he could get original testing results again. The rep did not know whether x-ray was taken, or other testing done prior to replacement. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.